Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery, ha pin snapped in patient while being adjusted after being seated. The pin was removed by broken screw extractor, however this process left an 8-9mm deficit in the bone that will need to be monitored.

Manufacturer narrative:
(B)(4). The associated complaint device was not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.